Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of polyflux 14l an external fluid leakage was noted from the cap. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual device was not available for evaluation however two photographs were provided for investigation. The visual inspection of the two provided pictures shows the product during treatment. Picture one shows the header area with water drops visible and picture two shows the product label. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.